Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced no stimulation sensation and a loss of therapeutic effect. The patient visited the health care provider, was still having problems with the device system, and was scheduled to have surgery on (B)(6) 2011. Additional information has been requested, a follow-up report will be sent if additional information becomes available.